Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics to help incision healing; however, the infection continued resulting in the explantation of the device on (B)(6) 2018.

Manufacturer narrative:
It was reported that the patient experienced breakdown of wound at implant site.

Manufacturer narrative:
This report is submitted on february 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at incision site post implantation surgery. Clinical management of the patient is ongoing.